Event description:
It was reported that asymmetrical lens vaulting was observed one month after implantation. Yag was performed three times to date to address this issue. Before yag intervention pt's bcva was 20/20-. The most current bcva is 20/30- and the surgeon is considering iol exchange. According to the doctor the most likely cause of the event is pt related factor (capsular fibrosis). This report pertains to the pt's left eye.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.